Manufacturer narrative:
Concomitant medical products: d314vrg ICD, implanted: (B)(6) 2012; 694758 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for bradycardia. It was noted that the epicardial right ventricular (rv) lead exhibited undersensing. The patient had two active systems so the implantable cardioverter defibrillator (ICD) system was reprogrammed and epicardial rv lead is no longer in use. No further patient complications have been reported as a result of this event.